Event description:
Meter name: one touch basic. Strip name: one touch strips. Meter code: ni. Strip code: ni. Strip storage: unk. Symptoms: "know sugar is high". A pt reported they were unable to test because of cta message. Their meter allegedly would not do a test because of cta message. Treatment was: unk, "just trying to be careful". No further info has been reported.